Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: curved opening on the radius, delamination of valve and flat creases. A leak test and microscopic analysis were performed which identified: partial delamination of the valve and striated opening on the radius. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure), a striated opening on the radius due to surgical damage consistent in the use of some surgical tool and creases were observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare professional reported "any creases".